Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during thorascopic lobectomy, the surgeon clamped the bronchus of left lower lobe with reload, manually selected slow firing speed ,and fired the device. After the firing , during the removal of the cartridge from the tissue, a crack sound was heard. They could remove the cartridge from the bronchus, however the jaws could not open. They re-booted the handle and tried to open the jaws with manual adapter tool, however could not open the jaws. The surgical time was extended by less than 30 min. There was no patient injury.

Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of one device. Visual inspection and functional testing confirmed there were no abnormalities that would have caused or contributed to the reported condition. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. The investigation concluded there were no abnormalities that would have caused or contributed to the reported condition. If information is provided in the future, a supplemental report will be issued.